Event description:
Event description guidant received information that this ventricular defibrillation lead demonstrated intermittent capture and poor sensing. It was also reported that the lead demonstrated no slack via x-ray and it was suspected to be a microdislodgement. The patient identity (as well as the model/serial numbers involved for the device and lead) could not be confirmed.